Event description:
The following description of the event was reported to carefusion (B)(4) by the user facility in (B)(6) and relayed to carefusion via email and documented by a carefusion tech support specialist. "A vital accident happened in [facility name removed]: a vela, installed in (B)(6) last year, stopped supplying air to the patient and alarmed when it was working two weeks ago. Although the doctor changed another breathing machine right away, the death of the patient couldn't be avoided. The broken-down vela was checked afterwards and the main board was found broken and needs changing. The patient has been identified as a (B)(6) female being treated via invasive modes of ventilation. During a conversation with the facility, the carefusion customer support manager in (B)(4) was able to identify that this ventilator was allowed to operate for two hours with continuous transducer fault and turbine fault alarms before it was removed."

Manufacturer narrative:
On (B)(4) 2012, carefusion sent a letter via e-mail to carefusion (B)(4) who then forwarded to the foreign distributor seeking additional information concerning the reported event. As of (B)(4) 2012 there has been no response from the foreign distributor. Neither the user facility nor the foreign distributor submitted a user facility/distributor report to the manufacturer. Event was derived based on information provided by carefusion (B)(4). (B)(6). On (B)(6) 2012 a replacement device (vela) was sent to the foreign distributor to replace the user facility's alleged faulty device. The alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.